Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history record is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 06/2023). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned

Event description:
It was reported that approximately one week post a port placement, the port was allegedly abnormal. It was further reported that the tube was allegedly found to be broken. Reportedly, the removal of the device was allegedly not smooth. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was not returned for evaluation. Three electronic photos were provided for review. A fracture can be seen at the on the catheter and got separated from port. Therefore, the investigation is confirmed for the reported fracture and material separation issues. However, the investigation is inconclusive for the reported migration and difficult to remove as no objective evidence to confirm this was provided for review. Furthermore, clinical conditions alleged in the complaint cannot be confirmed. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: (expiration date: 06/2023). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: device not returned.

Event description:
It was reported that approximately one week post a port placement via the right internal jugular vein, the port was allegedly abnormal. It was further reported that the tube was allegedly found to be broken at the bottom of the lock link handle of the infusion port and the broken pipe was migrated. Furthermore, the patient allegedly developed subcutaneous seepage infection. Reportedly, the broken pipe was captured through the pig tail catheter. The current status of the patient is unknown.

Event description:
It was reported that approximately one week post a port placement via the right internal jugular vein, the port was allegedly abnormal. It was further reported that the tube was allegedly found to be broken at the bottom of the lock link handle of the infusion port and the broken pipe was migrated. Furthermore, the patient allegedly developed subcutaneous seepage infection. Reportedly, the broken pipe was captured through the pig tail catheter. The current status of the patient was unknown.

Manufacturer narrative:
H10: additional information was received, and the file was reassessed for reportability and determined to be reportable as serious injury. H10: as the lot number for the device was provided, a review of the device history record is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 06/2023). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.